Event description:
It was reported the flex video scope tip cover was burnt. The reported event was discovered during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: high-energy treatment device (such as a laser or high-frequency device) may have been used without maintaining a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.